Event description:
Customer complaint reports "pink plastic port leaks, burst and does not allow feeding of wire." No patient injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied two photos showing the kit lidstock and the introducer needle. Visual analysis revealed signs-of-use within the needle hub; however, evidence of cracking could not be confirmed without the actual complaint sample returned for analysis. Therefore, a probable cause also cannot be determined at this time. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not use if package is damaged". The report that the needle hub cracked could not be confirmed through complaint investigation of the customer supplied photos. The images showed the kit lidstock and a used introducer needle. Visual analysis did not reveal any obvious cracks or defects; however, the actual complaint sample was not returned to confirm this. A device history record review was performed, and no relevant findings were identified. The probable cause of needle hub becoming cracked could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reports "pink plastic port leaks, burst and does not allow feeding of wire". No patient injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 18 ga introducer needle for analysis. Signs of use were observed. Visual analysis revealed one crack in the 18 ga needle hub. Microscopic examination confirmed the defect. The returned needle was functionally tested in accordance with the instructions for use (IFU) provided with this kit. The IFU states, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate". The returned introducer needle was connected to a lab inventory ars syringe to functionally test. The subassembly was not able to draw water due to the damage to the needle hub. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. A device history record review was performed, and no relevant findings were identified. The reported complaint of a cracked needle hub was confirmed by a complaint investigation on the returned sample. The hub of the introducer needle contained one crack. A device history record review was performed, and no relevant findings were found. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reports "pink plastic port leaks, burst and does not allow feeding of wire". No patient injury reported. The patient's condition is reported as fine.